Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem of no ECG waveform through pads was verified. During the evaluation, it was found that the conductor flex cable was not seated fully onto connector of the analog board from the pd engine as the cause of the problem. The conductor flex cable was reseated to remedy the problem. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.